Event description:
A customer reported that on (B)(6) 2010, he received an unknown display message on his precision xtra blood glucose meter which prevented him from testing. He further reported he was in his kitchen looking for his mail and then the next thing he knew he was sitting in his wheelchair and "blacked out". Customer denied he experienced any symptoms prior to his loss of consciousness. There was no report of third-party medical intervention. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: during troubleshooting with customer service, customer noted he had expired test strips, but was unable to provide the test strip lot number. It is unknown if the customer was attempting to use the expired test strips when he received the "unknown" display message.